Manufacturer narrative:
The lot number for the hydrothermablator system control unit is not known; therefore, the device manufacture date and expiration date cannot be determined. Evaluation could not be performed because device was not returned. Root cause is believed to be poor cervical seal. Device discarded

Event description:
According to the complainant, approximately eight-minutes into the procedure, the hta system control unit displayed a "fluid-alarm loss", indicating 34 cc's per minute loss. The procedure was immediately aborted. There was no significant blistering or burns reported. The physician ordered a cat-scan as the patient experienced abdominal discomfort in 2006, and the physician has concerns of fluid deficit. The cat-scan results validated that only light cervix blanching occurred. This was treated with silvadene cream and resolved the next day. A full recovery is expected.